Manufacturer narrative:
(B)(4).

Event description:
It was reported that lead noise was observed during follow-up in clinic. Arm movements and provocative moments were recommended to replicate the noise. No further information available.

Event description:
New information received indicates that insulation was also noted. The patient was stable post procedure.

Event description:
New information received indicates that the lead was capped on (B)(6) 2017 due to frequent noise. The noise was reproducible in clinic; no measurements were out of range. The patient did not experience any inappropriate shocks or symptoms. Fluoroscopy did not reveal clavicular crush. No further information is available.